Manufacturer narrative:
Quality-safety evaluation of ptc received on 06-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This event is listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. According to the product technical complaint analysis the assessment resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the right and left cornus display imbedded sliver metallic springs and rods'), pelvic pain ('pain') and autoimmune disorder ('autoimmune disorder') in a 37-year-old female patient who had essure (ess205) (batch no. 1225606b,12241239-inv,12256068) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis, uterine fibroids, dysmenorrhea and dyspareunia. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), autoimmune disorder (seriousness criterion medically significant) and hypersensitivity ("allergic reactions"). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered autoimmune disorder, embedded device, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure (ess205). The reporter commented: details of device insertion procedure with hysteroscope ( (B)(6)2004): the tubal ostia were visualized bilaterally. Device was deployed. There were 3 coils trailing on the right side. On the left side there were 12 coils trailing. There was a slight amount of bleeding from the tubal ostia after deployment of the left side. At the completion of the case she was hemostatic. She tolerated procedure well. Date(s) of removal: (B)(6) 2009 (discrepancy noted as per pif). Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: embedded device. Lots number1225606b , 12241239 are not valid. Lot number:12256068, manufacture, date:2003-03 expiration date: 2005-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the right and left cornus display imbedded sliver metallic springs and rods'), pelvic pain ('pain') and autoimmune disorder ('autoimmune disorder') in a 37-year-old female patient who had essure (ess205) (batch no. 1225606b/ 12241239(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis, uterine fibroids, dysmenorrhea and dyspareunia. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), autoimmune disorder (seriousness criterion medically significant) and hypersensitivity ("allergic reactions"). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered autoimmune disorder, embedded device, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure (ess205). The reporter commented: details of device insertion procedure with hysteroscope (B)(6)2004): the tubal ostia were visualized bilaterally. Device was deployed. There were 3 coils trailing on the right side. On the left side there were 12 coils trailing. There was a slight amount of bleeding from the tubal ostia after deployment of the left side. At the completion of the case she was hemostatic. She tolerated procedure well. Date(s) of removal: (B)(6) 2009 (discrepancy noted as per pif). Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-nov-2020: medical record received. Event the right and left cornus display imbedded sliver metallic springs and rods, reporters information and medical history were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the right and left cornus display imbedded sliver metallic springs and rods'), pelvic pain ('pain') and autoimmune disorder ('autoimmune disorder') in a 37-year-old female patient who had essure (ess205) (batch no. 1225606b,12241239-inv,12256068) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis, uterine fibroids, dysmenorrhea and dyspareunia. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), autoimmune disorder (seriousness criterion medically significant) and hypersensitivity ("allergic reactions"). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered autoimmune disorder, embedded device, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure (ess205). The reporter commented: details of device insertion procedure with hysteroscope ((B)(6) 2004): the tubal ostia were visualized bilaterally. Device was deployed. There were 3 coils trailing on the right side. On the left side there were 12 coils trailing. There was a slight amount of bleeding from the tubal ostia after deployment of the left side. At the completion of the case she was hemostatic. She tolerated procedure well. Date(s) of removal: (B)(6) 2009 (discrepancy noted as per pif). Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: embedded device. Lots number1225606b, 12241239 are not valid. Lot number:12256068; manufacture date:2003-03; and expiration date: 2005-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the right and left cornus display imbedded sliver metallic springs and rods'), pelvic pain ('pain') and autoimmune disorder ('autoimmune disorder') in a 37-year-old female patient who had essure (ess205) (batch no. 1225606b,12241239-inv,12256068) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis, uterine fibroids, dysmenorrhea and dyspareunia. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), autoimmune disorder (seriousness criterion medically significant) and hypersensitivity ("allergic reactions"). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered autoimmune disorder, embedded device, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure (ess205). The reporter commented: details of device insertion procedure with hysteroscope ((B)(6) 2004): the tubal ostia were visualized bilaterally. Device was deployed. There were 3 coils trailing on the right side. On the left side there were 12 coils trailing. There was a slight amount of bleeding from the tubal ostia after deployment of the left side. At the completion of the case she was hemostatic. She tolerated procedure well. Date(s) of removal: (B)(6) 2009 (discrepancy noted as per pif). Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: embedded device. Lots number1225606b , 12241239 are not valid. Lot number:12256068 manufacture date:2003-03 expiration date: 2005-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in a (B)(6) female patient who had essure (ess205) (batch no. 1225606b, 12241239) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery and essure (ess205) was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure (ess205). The reporter commented: details of device insertion procedure with hysteroscope ((B)(6) 2004): the tubal ostia were visualized bilaterally. Device was deployed. There were 3 coils trailing on the right side. On the left side there were 12 coils trailing. There was a slight amount of bleeding from the tubal ostia after deployment of the left side. At the completion of the case she was hemostatic. She tolerated procedure well. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: medical records: essure lot number received, essure model number updated, essure insertion occurred on (B)(6) 2004. Company causality comment: this case report was received from a lawyer on behalf of a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2004 and device was removed due to complications. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. According to the product technical complaint analysis the assessment resulted in an unconfirmed quality defect. Since lot number was received, a ptc update is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 1225606b, 12241239(invalid)) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and hypersensitivity ("allergic reactions"). The patient was treated with surgery (surgery to remove the essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure (ess205). The reporter commented: details of device insertion procedure with hysteroscope ((B)(6) 2004): the tubal ostia were visualized bilaterally. Device was deployed. There were 3 coils trailing on the right side. On the left side there were 12 coils trailing. There was a slight amount of bleeding from the tubal ostia after deployment of the left side. At the completion of the case she was hemostatic. She tolerated procedure well. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 18-oct-2017: f/u summons received -earlier events were replaced with events abnormal bleeding, allergic reactions, autoimmune disorder and pain. Stop date was updated to (B)(6) 2016. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Quality-safety evaluation of ptc received on 06-may-2016: ptc global number (B)(4) for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This event is listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. According to the product technical complaint analysis the assessment resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 1225606b/ 12241239(invalid)) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and hypersensitivity ("allergic reactions"). The patient was treated with surgery (surgery to remove the essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure (ess205). The reporter commented: details of device insertion procedure with hysteroscope ((B)(6) 2004): the tubal ostia were visualized bilaterally. Device was deployed. There were 3 coils trailing on the right side. On the left side there were 12 coils trailing. There was a slight amount of bleeding from the tubal ostia after deployment of the left side. At the completion of the case she was hemostatic. She tolerated procedure well. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-feb-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
(B)(4).